Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Information was provided to the manufacturer on 10feb2016 that while the (B)(6) male child was at home, he urinated part of stent. The remaining stent was removed under general anaesthetic with cystoscope and graspers, earlier than the optimal time. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the drawings, device history record, documentation, instructions for use (IFU), quality control and a visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. The visual inspection of the returned device reported one used, damaged, and partial device was returned. Longitudinal cracks were noted in the tubing material, a circumferential crack was noted in the curl region of the stent, and the tubing material noted to be stiff and brittle. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It was noted that the device was expired when removed from the patient, however the date of implantation was not provided. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
Information was provided to the manufacturer on 10feb2016 that while the (B)(6) male child was at home, he urinated part of stent. The remaining stent was removed under general anaesthetic with cystoscope and graspers, earlier than the optimal time. No additional information has been provided regarding patient outcome.